Event description:
The customer reported the system would display 'cine disk error, turn off and wait ten seconds'. This issue will result in a loss of cine function. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine cable was evaluated and reseated. The hard drive was reformatted. The system was tested and found to be working as intended and returned to service.